Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument errored with "ease up on blade pressure". The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03-apr-2026: the damage occurred not while in use within the patient. No fragment fell into the patient¿s anatomy. The patient did not return to the hospital due to any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no issue detected. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Due to an initialization failure, the energy delivery test could not be performed. Additional unrelated observation(s) not reported by site: the instrument was found to have blade damage at the base of the blade. The blade did not have corrosion that would have contributed to the blade damage. The component was damaged and there may be missing chipped material, measuring proximately 1.5mm x 0.5mm in size (not returned with the instrument). Further, the instrument was found to have a blade cracked at the base near to the blade indentation. The instrument was found to have a generator self-test (aka initialization) failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating "replace instrument". During testing, a high-pitched noise was not heard. The curved blade remained intact during the self-test. Probably root cause of this failure mode is the cracked blade. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.